Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported issue of the mini trek being stuck with the guide wire was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 1.5 x 15 mm mini trek was used for pre-dilatation and after inflating, while removing the device, it stuck on the unknown miracle brothers asahi guide wire and could not be removed. The catheter and guide wire were removed together. Another guide wire and catheter were used to complete the procedure. There was no resistance advancing the catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.